Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
This is 2 of 2 reports linked to mfg report numbers: 3013886523-2023-00030. A physician reported a certas valve (ID 828814) was implanted via vp shunt on (B)(6) 2022 with unknown setting. The valve was used with bactiseal catheter (ID 823074). On (B)(6) 2023, the patient presented with vomiting and shunt imaging was performed. The patient had intracranial hypertension, therefore, due to a suspicion of peritoneal catheter obstruction, the catheter was removed and replaced on (B)(6) 2023. The patient was doing well however, clinical symptoms worsened on (B)(6) 2023. The valve was removed and replaced on (B)(6) 2023 due to suspicion of valve obstruction. The patient recovered.

Event description:
N/a.

Manufacturer narrative:
Unique device identifier (UDI): (B)(4). The bactiseal catheter (ID 823074) was returned for evaluation. Failure analysis: only a very small pieces of bactiseal catheter still attached to the valve connector was returned. The catheter was attached to the valve connector and tied. Therefore, t was not possible to investigate the small pieces of catheter returned. No root cause could be determined as the technician could not confirm any problem with the very small pieces of catheter returned. However, the possible root cause for the issue reported by the customer could be due to a kink in the catheter. Since only a very small piece of catheter was returned this could not be confirmed. If the rest of the catheter will be returned, this complaint will be reopened and the catheter will be investigated.